Event description:
The customer reported that the insulin pump had an error alarm. Troubleshooting was performed. The customer was experiencing high blood glucose and will treat after calling with a manual injection. Advised the customer that the insulin pump will be replaced and revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The insulin pump was received with a missing end cap sticker.